Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record review was not conducted because a lot number was not provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used bd insyte autoguard IV blood control catheter unit without packaging. The unit consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel) and the protective needle cover intact. The button was completely depressed and there were traces of thick dried media present on the unit. Observed there was damage to the grip where the end of needle/hub was located in the barrel. Functional test (retraction) conducted: pushed the needle to the out positon and reset the activation button. Depressed the activation button. The needle partially retracted, stopping where the hub met the damage in the grip within the barrel. The damaged grip was identified as the source that restricted the needle from fully retracting. Evaluation of the unit provided for this incident revealed damage to the grip that hindered the needle from fully retracting into the safety shield (barrel). Confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation and testing of the used unit provided for this incident. This was physical/mechanical evidence to confirm and support manufacturing process related issues as the cause for the reported defect. The cause of the retraction failure reported in this pir was confirmed to be damage to the grip. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract during use. No reports of serious injury or medical intervention noted.